Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing camera cord resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cord has been received by manufacturer for evaluation. The returned cable had a note explaining how the cable has been accidentally cut when the user was opening the box. The cable had a cut near the straight lemo connector nearly severing the cable. No functional testing was performed on cable.

Event description:
A medtronic representative reported that while outside of procedure, the camera on the navigation system had intermittent communication. Site representative manipulated the cable did not resolve the issue. There was no patient present at the time of the issue.